Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off by itself. In this state defibrillation therapy may not be available to a patient if needed. The customer advised that the event took place during training. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that he cause of the reported issue was due to loose battery pins. Physio tightened the battery pins, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off by itself. In this state defibrillation therapy may not be available to a patient if needed. The customer advised that the event took place during training. There was no patient use associated with this event.